Event description:
It was reported that the pump miscalculated boluses. The customer experienced a low blood glucose (bg) level of 46 mg/dl. The customer consumed carbohydrates to address bg. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. The logs showed that customer requested and delivered 10 units of insulin. The customer acknowledged and continued using the pump for insulin therapy.